Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an inconsistent gas gauge with four years and magnet rate was at one hundred then recently this pacemaker's had three and a half years remaining with magnet rate of ninety. Boston scientific technical services (ts) then verified that the patient with this pacemaker had a frequent atrial tachy response (atr) events and explained that this could cause an invalid gas gauge measurement if this occurred simultaneously with battery status update. Ts advised to consider device with less than one year remaining. To date, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the pacemaker showed inconsistency on its longevity. Health care professional (hcp) then stated that the automatic capture (ac) was on in the ventricular and the patient was not dependent and paces very little only in the atrium. Boston scientific technical services (ts) then suggested that ac could be the cause of these variabilities. The hcp then turned off the ac and mentioned monitoring the patient and will consider engineering analysis if still concerned about the longevity. Attempt to obtain additional information was unsuccessful. This pacemaker still remains in service. No adverse patient effects were reported.